Event description:
It was reported by getinge fse that during routine inspection the cardiosave intra-aortic balloon pump (iabp) had suspected leak from fill manifold. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that when helium regulator calibration was carried out, a sudden decrease in the remaining amount of helium in the internal helium tank was confirmed. The fse suspected a leak from the fill manifold and replaced the entire helium reservoir (0997-00-0565) (due to internal leak). The fse stated the failure was due to a aging deterioration of the helium reservoir and did not return the part. The unit passed all safety and functional tests and returned to normal use.

Event description:
N/a